Event description:
It was reported the speedscrew inserter handle did not work once opened. The event allegedly led to a 30-minute surgical delay. Although the pt experienced a surgical delay of 30 minutes, no complications were reported.